Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was due to wires being broken at the connector of ECG ¿c¿ and ECG ¿d¿. The root cause for the broken wires was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.